Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was not enough light during use. Therefore, a direct laryngoscope had to be used instead. No negative impact in state of health reported.

Manufacturer narrative:
The complained 8404bxc was received on 2025-02-10 at the manufacturing site and was therefore available for investigation. The investigation has been completed on 2025-03-20. During the inspection, the following was found: during the manufacturer's technical inspection, the error description provided by the customer "not enough light - during use " could be confirmed, and further defects were detected. In total the following defects were detected: led is not lit, blade damaged, cover worn, leak between connector and cover. As stated, the device complied with the test specification at the time of delivery. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The event is filed under internal karl storz complaint ID: (B)(4).